Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp1081 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported fluid leaking out at hub/catheter junction. It was stated that there was no obvious tear or hole noted in catheter and it "shoots out" when flushed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg near the luer adaptor was confirmed, but the exact cause of the damage was unknown. One 4 fr single-lumen powerpicc was returned for investigation. Evidence of use was observed on the sample. The catheter had been trimmed to length. A non-vad injection cap was attached to the purple connector. The external surface of the connector was marred. The printing on the extension leg was completely worn. Material that was consistent with tape residue was observed on the extension leg, molded wing, and catheter tubing between the wing and 0cm mark. A circumferential breach was observed in the purple extension leg just inside the distal end of the purple connector. The adjoining surfaces of the breached extension leg tubing revealed a rough and jagged surface. What appeared to be beach marks were observed in the breached tubing. Superficial tears were observed in the external surface of the extension leg tubing adjacent to the breached tubing within the distal end of the purple connector. The characteristics observed on the extension leg indicate that the tubing tore. The break in the extension leg could be attributable to fatigue caused by pulling, twisting, and manipulating the luer adaptor. Due to the evidence of use, it appeared that the damage occurred over time; however, the exact mechanism of damage was undetermined.

Event description:
It was reported fluid leaking out at hub/catheter junction. It was stated that there was no obvious tear or hole noted in catheter and it "shoots out" when flushed.